Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign matter in the nozzle could not be determined, however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. In addition, the following non-reportable malfunctions were found during the device evaluation: control unit main body liquid leak replace / connector part scope connector liquid leak, insertion tube curved rubber glue crack replace / insertion tube flexible tube scratches; insertion tube wrinkle replacement / operation part switch 4 rubber worn; cable part universal cord liquid leakage / cable part universal cord wrinkles. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, objective lens adhesion cloudiness, light guide lens adhesion cloudiness, plastic distal end cover crush, bending section cover crack, and curved pipe crushed were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope zoom fails to return. During a standard service inspection of the customer returned device, nozzle clogging was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.